Manufacturer narrative:
UDI: (B)(4). Additional information: UDI and methods, results, and conclusions codes. The device was not returned, however, a photo and x-ray were provided that show two screws have fractured post operative. Based on the nature of the failure, it is likely that the two screws implanted on s1 had likely experienced repeated mechanical stresses over the years that the devices were implanted. A review of the labeling shows this event is sufficiently covered by the listed potential side effects. A review of the production records did not indicate any manufacturing issues that would have contributed to this event.

Event description:
It was reported that imaging taken, in response to the patient's claim of pain, found two pedicle screws at s1 were broken in the threaded shaft. A revision surgery was performed to remove and replace the pedicle screws. The patient's pain disappeared after the revision was performed. This is event one of two for this event.

Manufacturer narrative:
UDI number: ni. This device is not registered within the us. However, it is similar to instinct java system, nkb, k111301. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3003853072-2019-00031.

Event description:
It was reported that imaging taken, in response to the patient's claim of pain, found two pedicle screws at s1 were broken in the threaded shaft. A revision surgery was performed to remove and replace the pedicle screws. The patient's pain disappeared after the revision was performed. This is event one of two for this event.